Manufacturer narrative:
During troubleshooting of the reported issue by our sales rep in the field, they found the same issue occurred even after they swapped out with another insufflator device. It was then determined that the cause of the issue was most likely due to the room's co2 internal hose. Facilities evaluated it and the device has not had any issues maintaining pressure since. Therefore, customer will not return the device to the manufacturer for further evaluation.

Event description:
It was reported that, during a laparoscopic procedure on (B)(6) 2023, the device was not holding the pressure in the middle of the case. Customer stated that the procedure was completed with a back-up unit. There was no patient injury, only a slight delay to the case when they tried to bring in the back-up unit.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).